Event description:
It was reported that this right ventricular (rv) lead exhibited an impedance drop with a very high threshold. Subsequently, the patient underwent a revision procedure, and this rv lead was replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
To date, this lead has not been returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited an impedance drop with a very high threshold. Subsequently, the patient underwent a revision procedure, and this rv lead was replaced without incident. Besides intervention, there were no other adverse patient effects reported. To date, this rv lead has not been returned. Should the device be returned in the future, laboratory analysis will be performed, and an updated report will be issued.